Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's wound was not fully healed since her previous surgery. The physician suspected that the device was infected. It was noted that the patient's wound was not infected but it was open. The patient underwent a revision procedure wherein the pocket was relocated and ipg was replaced. The physician believed that infection was not device related. No device malfunction was suspected. The patient was doing well postoperatively.